Event description:
Complainant alleged that while attempting to pace pt the device failed to pace. Complainant indicated that the pt subsequently expired. Complainant indicated that the device had failed the routine shift check prior to being used on the pt, however it was not reported. The device was taken from service and brought to the facility's biomed dept and displayed an "error 70" message.